Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two and a half months post implant, the patient experienced infective endocarditis of the mitral valve, where a debridement was carried out. The leadless implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.